Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported that the customer received the following results, with two different meters, within 10 minutes: 83 mg/dl (performa) and 317 mg/dl (performa nano). It is unknown which lot number obtained which blood glucose result. No adverse event reported. Return of the suspect device was requested for evaluation.